Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered an occlusion alert while the user was on a 6 mm, 32-inch infusion set, and blood glucose rose above 400 mg/dl for about two hours with automated alerts for prolonged hyperglycemia; the alert resolved only after replacement of the infusion set and tubing, after which the glucose trend arrow was reported as downward. Symptoms included hyperglycemia without reported ketones, medical intervention, or assistance. Outcomes included no hospitalization and no immediate health effects such as loss of consciousness or dka. Investigation included customer-guided troubleshooting and education focused on infusion set and tubing, with replacement of supplies. Investigation of this case revealed an occlusion consistent with pressure in the infusion set or tubing that resolved following set change, indicating a flow obstruction at the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion attributable to the disposable infusion set assembly.